Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. The user facility reported that the main lamp was a non-olympus lamp. Upon replacing the main lamp, the problem was resolved. The reporter stated that the failed non-olympus lamp life hours were at 500 hours. As stated in the instructions for use, as a preventive measure: ¿never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire.¿ "check the lamp usage indicator. When the ¿500 h¿ indicator on the lamp usage indicator lights up, replace the examination lamp with a new one "

Event description:
A user facility reported that their light source generated an "e102" error and the spare lamp was ignited after the main lamp failed. The problem, as reported to olympus, occurred during a procedure. The intended procedure was completed. There was no patient injury that occurred associated with the event.

Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections h4 and h6. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. Based on the available information, the investigation determined the likely cause of the reported event was failure of the lamp.